Event description:
It was reported that during setup for a surgical procedure at the healthcare facility, the tip broke off the knee navigation pointer. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation the reported event of the broken tip was confirmed and a lens was also reported to be broken off. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during setup for a surgical procedure at the healthcare facility, the tip broke off the knee navigation pointer. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.